Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm12.6 implantable collamer lens of -7.0/1.0/091 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. Lens rotation was observed. On (B)(6) 2022, lens repositioning was performed, and was reported that it was resolved for sometime. On (B)(6) 2022, lens rotation was once again observed. On (B)(6) 2023, the lens was exchanged for a longer length lens and the problem was resolved. Reportedly, "initial lens was un stable and got rotated twice vertically. With the exchange of bigger size lens, patient is doing well." Cause of the event is unknown.